Event description:
The pt stopped feeling stimulation when she moved her head to both sides and at times when she lay down. The leads were implanted in her head for headache relief. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.